Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose that had been treated by paramedics. The paramedics did not take the customer to the hospital but did treat the low blood glucose with a shot of glucagon. The blood glucose reading was not known. Nothing further was reported.